Event description:
A caller reported a cartridge alarm issue but confirmed it did not cause their blood glucose level to exceed 500 mg/dl. The customer successfully loaded a new cartridge with proper guidance, resolving the problem.